Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient was experiencing lightheadedness. A review of the device data identified noise on the right ventricular(rv) channel. The device was reprogrammed from aair to dddr to provide rv pacing therapy an rv sensitivity programmed to 1.0mv. The device is programmed to unipolar sensing and pacing due to low r-wave measurements over the past few months. It was noted that the rv lead is manufactured by a competitor. No adverse patient effects were reported.

Event description:
This supplemental report is being filed due to updated coding and additional manufacturer narrative. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Manufacturer narrative:
A boston scientific technical services consultant documented and discussed the clinical observations with the caller who stated the physician is leaving the lead in unipolar configuration and the device was reprogrammed to aai mode. The patient was not brought back into the office for further testing. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited a pacing impedance measurement greater than 2000 ohms on the right ventricular (rv) channel which triggered the lead safety switch ( lss). No noise could be reproduced in the clinic and no new ventricular tachycardia (vt) episodes have been stored. No adverse patient effects were reported.